Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report several sensor end alerts. The customer's blood glucose level was 561 mg/dl at the time of event, but was 320 mg/dl during the call. During troubleshooting, the customer found a past no delivery alarm that had been easily cleared. The customer performed the high pressure test and the first time it failed, but they performed it again and it passed. The customer was advised to change out their entire set, reservoir, and insulin and treat per their doctor's instructions. The customer's sensors were replaced, however nothing was returned for analysis.